Event description:
Clinical adverse event received for poly wear. Event is serious and is considered moderate. Event is possibly related to device. Event is not related to procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).